Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.